Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 460 mg/dl. The customer was treated for high blood glucose with insulin pump. Customer declined to troubleshoot for high blood glucose because she does not feel comfortable using the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).